Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils, pod coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician implanted a pod coil in the target vessel and decided to use a ruby coil as the second coil. The lantern was flushed, and the coil was loaded into the lantern. After placing the ruby coil in the target vessel, the physician attempted to detach the ruby coil using the handle. The technologist checked the markers on the proximal portion of the pusher assembly and noticed what looked like full separation. The physician then stepped on fluoroscopy and started to remove the pusher assembly. However, the ruby coil was not detached. The hospital technologist then attempted to detach the ruby coil by hand, checking the separation between the two markers. The hospital technologist felt that it was accurate space (3cm) and attempted again, but the ruby coil remained attached. Therefore, the ruby coil was removed. The procedure was completed using three new ruby coils and the same handle. There was no report of an adverse effect to the patient.